Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the circumflex coronary artery, the maverick otw balloon was suspected to have ruptured at 6 atm's on the initial inflation. The patient was asymptomatic during this event. The physician removed the maverick otw balloon catheter and terminated the procedure at this time. A 7f introducer sheath (type unknown), a 0.014"/195cm atw guidewire, a 7f zuma ii fl4 guide catheter and a scimed encore 26 inflation device were also used in this case. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.